Event description:
It was reported, the patient was in the hospital for a heart problem not related to their device or therapy and their daughter called because they don¿t know anything about the device. It was reported, the patient¿s daughter was having an issue communicating with the implantable neurostimulator (ins) and was getting the ¿no communication message¿. It was noted that after instruction over the phone the patient¿s daughter was able to achieve successful communication. It was noted after successful communication was achieved a message was displayed to ¿charge the battery¿ however the patient did not have their recharger with them in the hospital. Lastly it was noted the patient charged four days prior to report and had stimulation but sometime after being admitted to the hospital they lost stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).